Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 6 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.